Event description:
It was reported during initial procedure that loss of capture and sensing was noted on the right atrial (ra) lead. The lead was not used and replaced with a new one. The patient was stable.